Event description:
Patient reports pump ((B)(4), 09/06/2018) alarmed with two beeps and no error message. Reviewed this was most likely an issue with a cassette and we should try to re-align cassette and restart. Patient added that this pump will alarm "no disposable, clamp tubing" at random times even if sitting still. Patient knows to clamp tubing and re-align cassette. Advised we would send replacement pump via courier and return the defective pump. No other information available. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.